Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced a signal artifact monitor (sam) event due to noise generated by an ablation, this is a false positive for minute ventilation (mv) chop. Patient is historically dependent. The device remains in service.